Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) did not have enough "juice". This patient's communicator displayed a red call doctor icon (rcd). According to review of latitude remote monitoring of device data, it was found that there were multiple alerts for high out of range shock impedance values that were greater than 125 ohms. Technical services (ts) performed troubleshooting with the patient. After a power cycle and patient-initiated interrogation (pii) with the patient's communicator, the rcd was resolved. Ts referred the patient to the following clinic. No adverse patient effects were reported. Currently, this crt-d system remains in service.